Event description:
Upon receipt of additional information, it was identified that the initial report was submitted under the incorrect manufacturing report number. This report will be submitted under 3007963827.

Manufacturer narrative:
Upon receipt of additional information, it was identified that the initial report was submitted under the incorrect manufacturing report number. This report will be submitted under 3007963827.

Manufacturer narrative:
(B)(4). Concomitant medical products - persona fixed bearing posterior stabilized articular surface right 12mm catalog #: 42521400712 lot #: 62530592, persona natural cemented stemmed tibial component right size e catalog #: 42532007102 lot #: 62962215. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient has experienced right knee pain since right knee arthroplasty. The patient's surgeon suspects that the patient may have an allergy towards the material within the prostheses. No additional patient consequences were reported.